Event description:
Healthcare professional (hcp) reported a home pt (hp) had 2 incidents with minicaps falling off. Hcp noted nothing unusual about caps at time of the incidents. Per hp, did note a difference in the resistence level when connecting the cap to the transfer set. Per hcp, no pt injury was associated with these incidents.